Manufacturer narrative:
Zimmer biomet complaint (B)(4). D10: medical products: item #: 42511400810, lot #: 64188966, articular surface fixed bearing (ps) lft 10 mm. Item #: 42506607001, lot #: 65897831, posterior stabilized lft sz 11 pps standard femur. Item #: 42535007501, lot #: 66421913, 0a spiked keel lft size f osseoti tibia. Item #: 42540000035, lot #: 66514572, all poly patella cemented 35 mm diameter. G2: study: persona osseoti pmcf (cmu2022-39k). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It is reported that the patient was hospitalized two days post implantation for pneumonia, clostridioides difficile (c. Diff) colitis, and sepsis. Treated with oxygen, oral vancomycin, IV cefepime, oral flagyl, IV fluids were administered. After admission, the patient began developing recurrent fevers with no apparent cause. A CT revealed a pulmonary embolism and so the patient was started on IV heparin. The patient's outcome has not resolved and is ongoing. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This report is being submitted to update additional information.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Pneumonia: pneumonia is a well-known postoperative complication that typically requires medical intervention and possibly even hospitalization for more aggressive medical management. Within a two-hour postoperative window, the protective reflexes of the oropharyngeal passages are depressed, and the patient can aspirate. The reason for postoperative pneumonia is typically due to aspiration of subglottic secretions containing bacteria. Once the bacteria enter the respiratory tract, they can replicate and advance into aspiration pneumonia. Pneumonia is a procedural related complication resulting from intubation during the procedure and is considered a hospital-acquired condition. C.difficile: c. Diff is a well known hospital acquired bacterial infection of the intestines that causes copious and severe watery diarrhea as well as intestinal inflammation (colitis). Treatment includes rehydration, IV antibiotics, and medical observation. Pe: procedural related complications are influenced by the type of surgery, patients pre-existing comorbidities, and perioperative management. Deep vein thrombosis (blood clot), or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operatively to prevent dvt formation. Despite prophylaxis, dvts can still develop which can then break free within the vessel and occlude or block the blood flow in the lungs, known as a pulmonary embolism (pe). As the complaint indicated, post-operative complications occurred, and medical intervention was required for treatment. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report is being submitted to update additional information in sections b4, b5, e1, e2, e3, g3, g6, h2, and h11.

Event description:
No further event information is available at the time of this report.